Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the implant lasted for about a year. After about a year the stimulation was not working. The leads were broken and had to be replaced. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient had a replacement surgery in (B)(6) 2006. It was reported that it ¿turned out the probes going into his spine had broken off¿. It was noted that the patient could not remember when but stated it was ¿somewhere around 2003¿.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb6712, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3998, lot# lb6712, implanted: (B)(6) 2003, product type: lead. (B)(4).